Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s touchscreen was not responding. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer ordered and replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.